Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09-apr-2025, the manufacturer was notified that the user was hospitalized from (B)(6) 2025 to (B)(6) 2025 due to hyperglycemia. The user reported blood glucose (bg) levels exceeding 400 mg/dl. The user experienced shakiness and was transported to the hospital and treated with insulin injections. No long-term health effects were reported.